Event description:
The patient's email from (B)(6) 2013 states: "I used this product and I am very pissed at what happened I had I had trouble with my back, so I came home and layed down on the heating pad for about 45 minutes I turned it off and went to sleep when I awoke in the morning my fiance said what what happened to your back it was beat red and had blisters at same spot I had heating pad I went to the e.r. To find out I had 2nd burns on my back I mean something needs to be done I mean I lost a few days of work and have to pay for hospital bill now either someone contacts me about this or I contact the news and (B)(6) thank you."